Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the cassette only and reused disposable supplies. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Label review was performed and the review found the labeling adequate for the user error in the complaint. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The care giver (cg) explained that they could not resolve this alarm, so when they got home they changed out the cassette. The baxter technical service representative (tsr) asked if the bags were changed also, and the cg indicated that they only changed the cassette. The tsr explained that whenever changing anything out the whole set up should be changed out and not just the bag or bags. The tsr advised the cg to start over with new supplies and the hc was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.